Event description:
It was reported that the bd® needle 1 1/2 in. Single use, sterile broke. The following was translated from spanish to english: I hereby inform that yesterday, august 27, I was notified that when I was preparing medication, the needle broke and only the base remained in the syringe (evidence attached), it is worth mentioning that the nurse mentioned not having applied force since she was barely loading the injectable water.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd® needle 1 1/2 in. Single use, sterile broke. The following was translated from spanish to english: I hereby inform that yesterday, august 27, I was notified that when I was preparing medication, the needle broke and only the base remained in the syringe (evidence attached), it is worth mentioning that the nurse mentioned not having applied force since she was barely loading the injectable water.

Manufacturer narrative:
H.6. Investigation summary: it was reported the needle broke and only the base remained in the syringe. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with solution. There is a damaged needle hub. The bottom part of a needle hub is assembled to the syringe. In the other photo, the top part of the needle assembly is next to the syringe inside the plastic shield. Next to the units in this photo is a packaging blister. No other information could be obtained from the photo. A device history record review was completed for provided material number 305198, lot 2228437. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.